Manufacturer narrative:
Correction: report source: (B)(6) should have been selected for other on the initial report. Correction: usage of device: reuse should have been selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a malfunction on the system side. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for repair. The service evaluation could not confirm the customer¿s reported issue, ¿no image displayed during operation¿ as it could not be duplicated during inspection and testing. The service evaluation found a portion of the bending section cover adhesive was peeling/missing. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (omsc) was informed via repair request that the customer endoeye flex deflectable videoscope¿s ¿image is not displayed during the operation. When the scope was changed, the screen was displayed so it seems that there is a problem with the scope¿. No death, injury or harm was reported to olympus.